Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the angiojet solent omni device was returned for analysis. Upon visual inspection, a stretched and detached tip was identified as missing. Functional testing demonstrated that the catheter was unable to prime, prompting the console to issue an under-pressure alarm. Microscopic examination further confirmed the presence of a detached tip, which was located 1.5 cm from the proximal marker band.

Event description:
Reportable based on device analysis completed on 17mar2025. It was reported that the tubing was leaking and error message occurred. An angiojet solent omni catheter was utilized during the procedure. Following the completion of the power pulse and while operating in thrombectomy mode, a significant leak occurred at the tubing for approximately 5 seconds, resulting in the pump cabinet and waste liquid box filling with blood. The device displayed a saline error, and multiple attempts to reset the system were unsuccessful in resolving the issue. A new catheter was subsequently employed to remove the majority of the thrombus and complete the procedure. No patient complications arose as a result of this incident. However, device analysis revealed that the catheter tip had detached.